Manufacturer narrative:
The local factory svc rep observed an intermittent display of artifact when monitoring a simulated pt signal with the devices through paddles lead. The rep replaced the monitor and defibrillator slide contact connector assemblies, w9 and w12 respectively. The rep then observed proper devices operation, through full functional and performance testing. The devices were returned to the facility for use. A subsequent factory eval of the replaced connector assemblies observed no discrepancies. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.